Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The distributor alleged that the display was cracked. It was noted that the display screen was not safely legible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged display issue was verified. The pump powered up to a blank display screen with auditory and vibratory features. The remaining testing was unable to be completed due to the blank display. Pump casing was opened and a cracked display screen was found inside. A clear and legible display was restored when the damaged display screen was replaced with a test screen. Unrelated to the complaint, damages to the pump casing were observed adjacent to the display lens.